Manufacturer narrative:
Additional e1 (telephone number): (B)(6). B2: other serious- even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. After the procedure, a single leaflet device attachment (slda) occurred. The patient had severe (4) mixed mitral regurgitation (mr) with a2, a3, p2, and p3 prolapsed segments and significant calcification in the annulus and leaflets. The patient underwent a procedure during which three pascal ace devices were successfully implanted, reducing mr to mild (1). The first device was implanted medially in the a2-p2 position with a 12-6 orientation, the second device was implanted in the a2-p2 position with a 12-6 orientation, and the third device was implanted laterally in the a2-p2 position with a 12-6 orientation. The first postoperative echocardiogram performed one day after the procedure confirmed that all devices were well attached. At the one-month follow-up, transthoracic echocardiography showed that the medial pascal ace device had developed an slda from the posterior leaflet and that mr increased to 2-3. According to the physician, the slda was likely related to fragile leaflet tissue. As per medical opinion, there were no indications to perform any corrective intervention for the slda due to the patient's health status and age, in combination with the reduction in mr. Despite the event, residual mitral regurgitation remained improved due to the positioning and performance of the other two ace devices, as only the most medial device was affected. The medical team determined that the patient would continue with palliative management.